Event description:
It was stated that the insulin pump was alarming motor error during the rewind. It was stated that the insulin pump was exposed to an MRI scan. Troubleshooting was performed and the insulin pump did not pass the self test or the displacement test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.